Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 407 mg/dl. Customer's current blood glucose level was 304 mg/dl at the time of the call. Customer declined further troubleshooting and stated that her blood glucose went up due to not completing the infusion set change. Customer completed the infusion set change and stated that insulin pump is working. Customer reported that she is going to treat by eating a sandwich and with a bolus for her blood glucose and carbs. The insulin pump and infusion set will not be returned for analysis.